Event description:
Surgeon reports that a pt presented two yrs following blepharoplasty with indications of irritation/ inflammation at the surgical site. Surgeon states that the absorbable gut suture is still visible. Some suture was removed in the office and the pt will undergo surgery for add'l device excision in 2006.

Manufacturer narrative:
H6: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.